Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 was discovered in the event log of a returned homechoice (hc) device. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.